Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
Near the end of a novasure endometrial ablation (approx 70 seconds into the ablation cycle), the pt's heart rate dropped to 48bpm (beats per minute). Her pre-ablation heart rate had been 83bpm. The pt's heart rate returned to normal when the procedure was stopped and the disposable novasure device was removed from the uterine cavity. No treatment was needed. The pt was kept in the office for observation for 3 hours, on oxygen and intravenous (IV) fluids, and discharged home. On (B)(6) 2011, the physician reported, she spoke to the pt the next day and she was fine.